Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer found that the bead mixture was creating bubbles in the microbeads compartment in the reagent. He replaced the bead mixture shaft and adjusted the mixer speed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys fsh results from the cobas e411 disk analyzer. Patient 1 initial result was < 0.300 miu/ml with a data flag, and the repeat result was 36.25 miu/ml. Patient 2 initial result was < 0.300 miu/ml with a data flag, and the repeat result was 7.5 miu/ml.

Manufacturer narrative:
The investigation determiend that the service actions resolved the issue.